Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer was unable to request insulin due to the shattered screen and subsequently experienced a blood glucose (bg) level of 400 mg/dl. Customer went to the emergency room (ER) and was treated with lantus insulin. In addition customer¿s bg level was monitored. Customer was discharged from the ER three hours later in stable condition. Reportedly, the customer reverted to manual injections for insulin therapy.